Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection no components that would cause or contribute to the reported failure were observed. The device was serviced for preventative maintenance and returned to the customer.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.